Manufacturer narrative:
An event of orthopnea, precordial pain, moderate aortic regurgitation, and thrombus about 5 months post-procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and without the device to analyze or imaging, the cause of the reported death is likely related to heart failure secondary to leaflet thrombosis occurring about five months post-procedure. However, the cause of the reported leaflet thrombosis could not be conclusively determined. The reported aortic valve regurgitation is likely a cascading effect of thrombus formation, causing impaired leaflet coaptation; however, this cannot be confirmed. The cause of the reported orthopnea and precordial pain appear to be a cascading effect of other patient complications. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was admitted and medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a medical history of severe aortic stenosis and atheroma involving the iliac and femoral arteries, with no previous history of hematologic disorders. During the procedure, the valve was able to be implanted successfully with no issues occurred. On an unknown date in (B)(6), the patient was reported to have achieved an optimal outcome. On (B)(6) 2025, the patient was hospitalized in emergency for orthopnea and precordial pain. The aortic gradient was measured at 103/67 mmhg with moderate aortic regurgitation and major thrombus on the navitor leaflets. The therapeutic decision was to manage the patient under unfractionated heparin (uhf) and a non-abbott anti-coagulation drug. No thrombolysis was performed. On the same day, the patient was deceased due to cardiac decompensation.